Event description:
Patient was brought to the operating room in stable condition, positioned supine and received general anesthesia/ intubated. Abdomen was prepped and draped in sterile fashion. Abdomen was entered after infiltration of local anesthesia. Per surgeon's report: gastrocolic ligament was now opened on the greater curvature of the stomach with the vessel-sealing device and the lesser sac was entered. Short gastric vessels then divided cephalad along the greater curvature. Just prior to reaching the fundus and the angle of his, an area that had been sealed by the vessel sealer now spontaneously started bleeding and this was initially packed with a mini laparotomy pad and then it was addressed later during the case. There was an obvious bleeding vessel which had been previously sealed and cut which was now bleeding obviously, and this was controlled with further applications of the vessel sealing device. Eventually, the entire fundus was mobilized and the left crus of diaphragm clearly seen. Short gastric vessels then divided caudad along the stomach reaching a distant 6 cm away from the pylorus. Again, the vessel sealer failed to adequately seal the vessels in this area and once dissection was being performed, these vessels now started spontaneously bleeding and then we had to actually obtain a third device to stop this from happening. The previous two devices were therefore sent to be looked at by the company. The 3rd device was working appropriately and the procedure was completed with no further incident. No patient harm. This is the 2nd defective device as reported.